Event description:
Second revision surgery - the pt was reported to have fallen out of bed and dislocated. The surgeon replaced the head and liner with size 44. Reference first revision (B)(4), date of surgery (B)(6) 2013.